Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Three hours post procedure the pt complained of numbness in the right leg. The pt was sent to another institution for a surgical consultation. The vascular surgeon noted "cool right foot to mid calf following coronary angio". A magnetic resonance arteriogram (mra) showed an occlusion with the vessel obliterated from the knee down. The pt was taken to surgery for a right femoral embolectomy. The pt was diagnosed with a right lower extremity arterial embolus. No specimen was sent to pathology. The next day, the pt was noted to be alert and the right foot was warm and the pt was ready to ambulate. No further complications were reported.